Event description:
Customer reported the pump triggered e4; he changed the cartridge and the infusion set. Customer disposed of the used infusion set and the cartridge. Customer stated his blood glucose level was 99-252 mg/dl; self-treated via the pump. On (B)(6) 2015 at 02:30 a.m. Customer's blood glucose level was 319 mg/dl; he drank a glass of water and administered 3.5 units of insulin via the pump. Customer reported he checked the infusion set and assumed that no insulin was delivered; disposed of the infusion set. Afterwards customer stated he changed the needle and the tube again. Customer reported that at 07:00 p.m. His blood glucose level was 99 mg/dl; self-treated via the pump. Customer stated that at 10:15 p.m. His blood glucose level was 252 mg/dl; he administered 2.5 units of insulin via the pump. Customer reported his blood glucose level was then 160-240; self-treated. No adverse event reported. Customer alleges the pump delivers too low insulin.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.